Event description:
A user facility nurse reported that a patient was placed on extracorporeal membrane oxygenation (ECMO) therapy when a sudden 40 mmhg rise (57 mmhg to 97 mmhg) in the delta pressure occurred, with a corresponding drop in flow. Other parameters were as follows: 5900 revolutions per minute (rpm) with a flow of 2.5 l/min (dropping from 3.0 l/min). There was no patient injury or adverse event reported and the patient¿s vitals remained good throughout as their saturation was 97%. The post oxygenator pao2 was 349 mmhg at 2:00 am, and approximately 10 hours later it had jumped to 463 mmhg. The nurse did not understand what caused the sudden rise in delta pressure and contacted a clinical support specialist (css) asking if they should be concerned. They were advised to keep an eye on it and ensure that it did not rise anymore, and to watch for potential hemolysis. After speaking with the css, the nurse was no longer concerned about a switch out being needed. It was reported that a comment was made by a physician who was concerned with the ¿wonkiness¿ of the oxygenator, questioning their trust in it. Approximately 4 hours later, they made the decision to cut out the oxygenator and switch to a quadrox per the doctor¿s orders. After doing so the flow was re-established 3.1 l/min, with 5500 rpm, and the new delta pressure was 57 mmhg. Additionally, the p1 and p2 values were still in line and the post oxygenator gases were not compromised. The nurse stated they would provide photos. Upon additional follow-up, the nurse stated they (the user facility) were still learning the nuances of the novalung system. The nurse stated they utilize 5 different ECMO consoles at their hospital, and the novalung console is the newest of the bunch. The nurse actually commended the performance of the xenios oxygenator. Albeit, the nurse also reported that the delta pressure is different on the novalung device compared to other ECMO devices simply because of the oxygenator design. The nurse stated the hospital has around 100 specialists, and they are still getting used to the differences. The nurse confirmed the reported problem did not result in any patient adverse effects, or the need for any medical intervention. To resolve the reported problem, they cut out the oxygenator from the xlung kit and replaced it with a quadrox oxygenator. The nurse stated this was handled no differently than it would have been if they were using any of their 5 consoles. There was nothing wrong with the rest of the circuit, it was just the oxygenator. The nurse reported that there were big clots noticed within the oxygenator itself. Estimated blood loss volume was not provided. The nurse confirmed that photos were available and would be provided. To date, these photos have not been received. After replacing the oxygenator, the patient was able to continue their treatment without further issue. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a patient was placed on extracorporeal membrane oxygenation (ECMO) therapy when a sudden 40 mmhg rise (57 mmhg to 97 mmhg) in the delta pressure occurred, with a corresponding drop in flow. Other parameters were as follows: 5900 revolutions per minute (rpm) with a flow of 2.5 l/min (dropping from 3.0 l/min). There was no patient injury or adverse event reported and the patient¿s vitals remained good throughout as their saturation was 97%. The post oxygenator pao2 was 349 mmhg at 2:00 am, and approximately 10 hours later it had jumped to 463 mmhg. The nurse did not understand what caused the sudden rise in delta pressure and contacted a clinical support specialist (css) asking if they should be concerned. They were advised to keep an eye on it and ensure that it did not rise anymore, and to watch for potential hemolysis. After speaking with the css, the nurse was no longer concerned about a switch out being needed. It was reported that a comment was made by a physician who was concerned with the ¿wonkiness¿ of the oxygenator, questioning their trust in it. Approximately 4 hours later, they made the decision to cut out the oxygenator and switch to a quadrox per the doctor¿s orders. After doing so the flow was re-established 3.1 l/min, with 5500 rpm, and the new delta pressure was 57 mmhg. Additionally, the p1 and p2 values were still in line and the post oxygenator gases were not compromised. The nurse stated they would provide photos. Upon additional follow-up, the nurse stated they (the user facility) were still learning the nuances of the novalung system. The nurse stated they utilize 5 different ECMO consoles at their hospital, and the novalung console is the newest of the bunch. The nurse actually commended the performance of the xenios oxygenator. Albeit, the nurse also reported that the delta pressure is different on the novalung device compared to other ECMO devices simply because of the oxygenator design. The nurse stated the hospital has around 100 specialists, and they are still getting used to the differences. The nurse confirmed the reported problem did not result in any patient adverse effects, or the need for any medical intervention. To resolve the reported problem, they cut out the oxygenator from the xlung kit and replaced it with a quadrox oxygenator. The nurse stated this was handled no differently than it would have been if they were using any of their 5 consoles. There was nothing wrong with the rest of the circuit, it was just the oxygenator. The nurse reported that there were big clots noticed within the oxygenator itself. Estimated blood loss volume was not provided. The nurse confirmed that photos were available and would be provided. To date, these photos have not been received. After replacing the oxygenator, the patient was able to continue their treatment without further issue. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. Manufacturing records could not be reviewed as a product lot number was not provided. There are cases in which, despite formally sufficient administrative of heparin, a sufficient elimination of plasmatic coagulation with the extracorporeal circulation is hampered. In such a case, a partial clot formation with resulting deposition in the area of the foreign membrane surface of an oxygenator cannot be excluded. An underlying cause which must be considered is the known massive coagulation problems with covid-19. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A cause for the described failure could not be confirmed.